Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received an inappropriate shock on (B)(6) 2012, the patient did not follow up with the physician at this time. During a routine follow-up this rv lead was found to have delivered an third inappropriate shock in (B)(6) of 2012 . The patient was sent to the hospital to have the lead checked. After review, the lead revealed a loss of capture and the lead was found to be dislodged. A revision was performed and the lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found that the helix mechanism test: failed to retract most likely due to dried blood in mechanism. Also set screw mark noted on all terminal connectors; drag marks noted on is-1 terminal ring. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis found the lead passed all electrical testing.

Manufacturer narrative:
To date the explanted lead has not been received at boston scientific. Upon receipt the lead will under go detailed laboratory analysis in an attempt to determine the root cause of this event.